Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer had not yet loaded a new cartridge at time of call. However, would contact tandem technical support if issues arose or persisted. Customer reported leak may have been caused by overfilling, although unable to confirm. Customer's blood glucose was 200 mg/dl.